Manufacturer narrative:
Additional information was added. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed a hole in a tubing. No functional testing was performed due to the nature of the sample. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Shouldd additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked during infusion. The reporter stated that there was a kink in the line, and there was a small pin hole at the kink that allowed fluid to spray out. There was no patient injury or medical intervention associated with this event. No additional information is available.